Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A3a: sex: requested, not provided due to hospital policy. A3b. Gender: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: requested, not provided due to hospital policy. A6: race: requested, not provided due to hospital policy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: manager. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the technologist injected 15cc of air into the port of the tr band and then removed the sheath. The technologist noticed the patient was bleeding and that the air from the tr band deflated. They took off the tr band and held pressure instead. The patient was stable. There was not blood loss. The patient procedure that took place was a heart catheterization. There was no patient injury. Additional information was received on 16feb2024: a 6fr glidesheath was used in the access site. It was noted that the tr band was losing air right after the initial inflation of the device. There was no noticeable damage to the device.

Manufacturer narrative:
One tr band and inflator were returned to terumo medical corporation for evaluation. The sample was subject to visual analysis. No visible damage was noted on the band or inflator. 8ml of air was left in the balloons. The sample was subject to leak testing. Approximately 18ml of air was injected into the band and the band was submerged in a water bath for approximately 30 seconds. No air bubbles were observed from the band or balloon assembly. The sample was subject to additional leak testing. Approximately 15ml of air was injected into the band and the band was placed in its holder for 12-24 hours. After 12 hours the air was removed from the band and 13ml of air was left in the balloon assembly. The sample passed manual leak testing. The check valve was deconstructed to check for damage or foreign matter. Upon deconstruction no foreign matter or damage was observed from the check valve. The complaint cannot be confirmed for air leakage issues because the sample passed all leak testing, and no damage or foreign matter was found in the check valve. The exact root cause could not be determined. It is unlikely the reported issue is a manufacturing issue. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode and effects analysis (dfmea).